Event description:
Country of complaint: (B)(6). Patient burned in mouth area. Related components: gb109/micro-line straight hdpc 1:1 round shaft; gd460r/spray nozzle for gd450r/gd455r/gd465; ga223r/spray nozzle f/gb100r/gb130r/gb132; ga173/miro flexible cable 2.3m.

Manufacturer narrative:
Manufacturing site evaluation: the burning that the patient suffered can be related to an abnormal warming of the handpiece (gb109). The warming most probably occurred due to user-related issues: the ball bearings and the tip showed abrasion and damage respectively. Consequently, the handpiece became heated. The abrasion and damage can be most likely be related to handling (high pressure being applied) and lack of maintenance. There were no indication for a manufacturing, component, or repair failure. No further action is required at this time.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.